Event description:
It was reported that both leads dislodged. The leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 38.4 cm from the connector pin in the area were the suture sleeve was tightened.